Manufacturer narrative:
Qc was out of the established range low, but came back to the range after re-calibration. Re-calibration resolved the issue. The customer declined a service. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low ammonia (amm) results generated by unicel dxc 800 synchron chemistry analyzer. The results were reported out of the laboratory. It is not known if the patient treatments were affected. The risk of serious injury will be assumed upon recur.